Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("heavy and irregular bleeding") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's previously administered products included for an unreported indication: minocycline and gabapentin. Past adverse reactions to the above products included pruritus with gabapentin and minocycline. Concurrent conditions included dysfunctional uterine bleeding, vaginal abscess and vaginal itching. In 2007, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge and nausea ("nausea"). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fungal infection ("yeast infection"), bladder disorder ("bladder problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), back pain ("back pain"), urinary tract infection ("urinary tract infection"), urinary tract disorder ("bladder problems"), pain in extremity ("leg pain"), gastrointestinal disorder ("bowel problems") and diabetes mellitus ("diabetes"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy), surgery (underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, urinary tract infection, vaginal infection and fungal infection was resolving, the vaginal haemorrhage, menorrhagia, genital haemorrhage, migraine, alopecia, back pain, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea and pain in extremity outcome was unknown and the gastrointestinal disorder and diabetes mellitus had resolved. The reporter considered alopecia, back pain, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, fungal infection, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: ultrasound documenting that there is nothing in the abdomen found abnormally. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dyspareunia,pelvic pain,menorrhagia,dyspareunia" most recent follow-up information incorporated above includes: on 27-mar-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, vaginal infection, yeast infection, bladder problems, bladder problems, nausea, dysmenorrhea (cramping), leg pain, bowel problems, diabetes, plaintiff denies undergoing an essure confirmation test", reporter added from pfs. Concomittant and historical condition added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("heavy and irregular bleeding") and diabetes mellitus ("diabetes") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's previously administered products included for an unreported indication: insulin, minocycline and gabapentin. Past adverse reactions to the above products included pruritus with gabapentin and minocycline. Concurrent conditions included dysfunctional uterine bleeding, vaginal abscess, vaginal itching, diabetes since 2009, rash and lower extremity mass (removal before 2016). Concomitant products included anovlar (loestrin), cefalexin (keflex), cyclobenzaprine, gentamicin sulfate (genrex) and ibuprofen. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2014, the patient experienced fungal infection ("yeast infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pain in extremity ("leg pain/stabbing pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), back pain ("back pain") and gastrointestinal disorder ("bowel problems"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy/ ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vaginal infection, fungal infection and pain in extremity was resolving, the menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine, alopecia, back pain, cystitis, bladder disorder, urinary tract disorder, nausea and dysmenorrhoea outcome was unknown and the dyspareunia, diabetes mellitus and gastrointestinal disorder had resolved. The reporter considered alopecia, back pain, bladder disorder, cystitis, diabetes mellitus, dysmenorrhoea, dyspareunia, fungal infection, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: ultrasound documenting that there is nothing in the abdomen found abnormally. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming- dyspareunia, pelvic pain, menorrhagia, dyspareunia." Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. Reporter information, other relevant history updated. Event: cytitis was newly added. Ppc code updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), dyspareunia ('dyspareunia/dyspareunia (painful sexual intercourse)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('heavy and irregular bleeding') and diabetes mellitus ('diabetes'). In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff denies undergoing an essure confirmation test". Medical conditions: ultrasound documenting, that there is nothing in the abdomen. Found abnormally. Previously administered products, included for an unreported indication: insulin, minocycline and gabapentin. Past adverse reactions to the above products included: pruritus with gabapentin and minocycline. Concurrent conditions included: diabetes since 2009, dysfunctional uterine bleeding, vaginal abscess, vaginal itching, rash and lower extremity mass (removal before 2016). Concomitant products included: cefalexin (keflex), cyclobenzaprine, ethinylestradiol; norethisterone acetate (loestrin), gentamicin sulfate (genrex) and ibuprofen. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2014, the patient experienced fungal infection ("yeast infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pain in extremity ("leg pain/stabbing pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), back pain ("back pain") and gastrointestinal disorder ("bowel problems"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy/ablation, laparoscopically assisted vaginal hysterectomy, and underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vaginal infection, fungal infection and pain in extremity was resolving. The heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, migraine, alopecia, back pain, cystitis, bladder disorder, urinary tract disorder, nausea and dysmenorrhoea outcome was unknown. And the dyspareunia, diabetes mellitus and gastrointestinal disorder had resolved. The reporter considered alopecia, back pain, bladder disorder, cystitis, diabetes mellitus, dysmenorrhoea, dyspareunia, fungal infection, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2007. It had three coils left in the endometrial cavity. And the second essure was placed on the left. This was inserted, it was seated, it was released. Again, there were three coils left in the endometrial cavity. Diagnostic results: concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming dyspareunia, pelvic pain, menorrhagia, dyspareunia. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, rcc added, product removal date updated. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy and irregular bleeding") and diabetes mellitus ("diabetes") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's previously administered products included for an unreported indication: minocycline and gabapentin. Past adverse reactions to the above products included pruritus with gabapentin and minocycline. Concurrent conditions included dysfunctional uterine bleeding, vaginal abscess and vaginal itching. In (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge and nausea ("nausea"). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fungal infection ("yeast infection"), bladder disorder ("bladder problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), back pain ("back pain"), urinary tract infection ("urinary tract infection"), urinary tract disorder ("bladder problems"), pain in extremity ("leg pain") and gastrointestinal disorder ("bowel problems"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy), and surgery (underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vaginal infection and fungal infection was resolving, the vaginal haemorrhage, menorrhagia, genital haemorrhage, migraine, alopecia, back pain, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea and pain in extremity outcome was unknown and the dyspareunia, diabetes mellitus and gastrointestinal disorder had resolved. The reporter considered alopecia, back pain, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, fungal infection, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: ultrasound documenting that there is nothing in the abdomen found abnormally. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dyspareunia,pelvic pain, menorrhagia, dyspareunia." Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received: outcome of event dyspareunia changed from recovering / resolving to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.